Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The customer informs that the device does not have good resolution at the moment to locate the vein.

Event description:
The customer informs that the device does not have good resolution at the moment to locate the vein.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the device does not have good resolution at the moment to locate the vein was confirmed. The image of the vein looks kind of distorted, the rest of the images and menus of the device looks fine, without any distortion. The root cause of the failure was identified as a beamformer failure. H3 other text : evaluation findings are in section h11.